Manufacturer narrative:
(B)(4). Evaluation results: (stent graft was pulled down).

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported, other than that the aortic neck was severly angulated. It was reported that the talent bifurcated stent graft was deployed; however, during removal of the delivery system, the stent graft was pulled down 1 cm, because, the nose cone of the device became caught in the aortic bifurcation. The physician elected to intervene by placing a talent aortic cuff proximally as a countermeasure for the inaccurately delivered bifurcated stent graft. No additional clinical sequelae were reported, and the pt is fine.